Event description:
IV extension set connected to patient's PICC [peripherally inserted central catheter] line with multiple drips infusing. Two end ports disconnected spontaneously from the rest of the extension set, and blood found in bed by EKG tech. Device was discarded.